Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 17 june 2019 and were reviewed 12 september 2019 for MDR reportability. On (B)(6) 2014, the patient underwent total right knee arthroplasty due to osteoarthritis. It was noted the patella was resurfaced. The surgeon reported no intraoperative complications and patient was transferred to recovery in satisfactory condition. The patient was implanted with the attune knee system and depuy bone cement x 2. On (B)(6) 2018, the patient underwent a right knee revision due to loosening of the tibial component, and pain. The surgeon indicated there was synovitis consistent with polyethylene wear and loosening. He noted the femur was not loose, though revised. The tibial component was loose and there was no cement adherence at the cement/bone interface nor the cement/implant interface. It was noted the patella tracked well and no releases were necessary. The patella was not revised. The surgeon reported tissue specimen came back as having chronic inflammation but no evidence of acute inflammation or bacteria. The patient was implanted with a competitor system and there were no complications to the procedure. Doi: (B)(6) 2014. Dor: (B)(6) 2018, (rt knee).

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.